Event description:
The manufacturer received information alleging a ventilator is turning off, beeping and the screen is yellow. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.